Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the stick battery pins, which was observed during physical inspection and considered confirmed. The depressed battery pins did affect dc operation and evaluation determined the cause to be a failed backflex. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had stuck battery pins. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-02490 can be removed from the FDA database.